Event description:
Consumer stated that the bristles fell out of their proxabrush, and that the proxabrush breaks after the 1st use.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.